Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported the patient has had od events before that have been resolved; however stim sensation still did not go away.